Event description:
It was reported that an unspecified alarm occurred on the homechoice (hc). It is unknown whether or not the patient was connected at the time of the unspecified alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of an unknown alarm was identified through sample analysis and determined to be check lines and bags alarm. There was no non-conforming product identified related to the reported problem. The direct cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.